Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective. It was noted that the specific defect in the lens was iol tore. There was patient contact however noted to be not inserted into the patient's right eye. Planned vitrectomy occurred but no patient post-op injury, patient outcome was fine. Back up iol same model and diopter size was used to complete the surgery. No other information was provided.

Manufacturer narrative:
Additional information and corrected data: information received that there was not any damage to the cartridge. Moreover, it was noted that emeraldc cartridge is also a concomitant product. This supplemental report is submitted to correct this information. Field below updated: section d10: concomitant product: emeraldc. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: on (B)(6) 2024, customer clarified that the loader (handpiece) ¿did not slide and it tore the lens¿. Based on the new information received, the suspect product information in section d is being updated to "unknown handpiece" (though customer confirmed handpiece was from the emerald family), as well as adding the intraocular lens as the concomitant product. Moreover, section g4: PMA number being k961242, section h4: device manufacture date, and section h6: inserter problem code are also updated. Hence, these information have been corrected in this supplemental MDR report and the following fields have been updated accordingly. Section d1: brand name: unfolder handpiece. Section d2a: type of device: common device name: lens, guide, intraocular section d2b: device product code: kyb. Section d4: model number: unknown, no specific model provided. But customer confirmed from the emerald family. Section d4: catalog number: unknown, no specific model provided. But customer confirmed from the emerald family. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d10: concomitant medical products: ar40mn / 4224961908. Section g4: PMA/510(k) number: k961242 since patient confirmed from the emerald family. Section h4: device manufacture date: unknown, as the lot number was not provided. Section h6: adverse event problem: device code: 1384: mechanical problem (to capture inserter problem). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.